Event description:
It was reported that during pre-surgery set-up it was observed that the motor device was "overheating". There were no delays on surgery as an identical spare device was available. There was no patient involvement as the event occurred during pre-surgery. No user injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The customer's complaint that this device does not function properly was confirmed. The unit was tested and had low rotations per minute (rpm). This is due to normal use and servicing. Should additional information become available, a supplemental medwatch report will be sent accordingly.